Event description:
On 06/22/2000, the international distributor informed the manufacturerer's (MFR) international rep of the following: the catheters have not been used on pts. When they (the facility) opened the boxes, they noticed that the catheters were defective. They claim they had problems with the suture where the luer locks is connected. Two (2) unused devices are scheduled to be returned to the MFR. No further details were provided.